Manufacturer narrative:
The device was not returned for evaluation; and no lot number was provided from customer; therefore, we were not able to complete a thorough investigation. Failure mode and affects analysis (fmea) was reviewed and confirmed the identified issue under investigation (probe cover lifting and unstable temperature reading). Material in deroyal's manufacturing inventory facility was examined and no discrepancies were identified. Review of material inventory in deroyal manufacturing facility was examined of current products being assembled and no discrepancies were identified. (B)(4). The 3 events reported were all related to the same issue and reported at the same time from a single customer. It could be determined that "the issue reported is due to error occurring during shipping or handling. Exposure to excessive heat or sunlight can cause the adhesive to lose effectiveness and cause temporary fluctuating or unstable readings". Deroyal's manufacturing facility already monitors controlled humidity and temperature readings on controlled storage room. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The probe cover is not sticking to the patient around the probe, causing it to lift under the cover. There was an elevated temperature of 99.8°f to 100.3°f, however the giraffe was reading cooler temperatures of 97.8°f-98.0°f.